Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008699, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008699 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m12 on 18-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 4h00572 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 18-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4h00573 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 18-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4h00571 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 18-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4h00577 was manufactured according to the work instruction version 27 and assembled in the quickset line, on 20-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, patient experienced infusion set leakage issue. The leakage was detected at the connector (quick release). No further information available.